Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ;model: 5076-45, lead; implant: (B)(6) 2012; model: 419478, lead; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) follow-up an error message of "invalid data" exhibited when the field representative selected to view an egm from the list displayed. The report was unable to be viewed. The device remains in use. No patient complications have been reported as a result of this event.